Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record (DHR) for buttress/compression nut part# 357.371, lot # 4597356 showed material review record (mrr) # (B)(4) written for m18x1.5-6h (t1) go not going on 1 inspected part. Per comments, ¿inspection on dim t1 stopped after 1st pc failure. No second gage av. At time to check per rob s. (Cal).¿ the entire lot, including the nonconforming part was returned to the supplier for rework and re-inspection. The final accepted quantity was 114 parts after rework and re-inspection was completed as documented on the section 4 of the mrr. The nonconformities documented on mrr are unrelated to the complaint condition as the nonconforming part was identified, and entire lot was reworked and re-inspected. A review of the DHR indicates there were no other relevant issues during manufacturing which could have caused or contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for subtrochanteric/ intertrochanteric right hip fracture, the surgeon had problems with the buttress/compression nut and blade guide sleeve. The doctor attached the 130 degree aiming arm and attempted to thread the buttress/compression nut onto the blade guide sleeve. About 10 revolutions into threading on the nut, it began to ¿bind/catch¿ and would not advance further. The doctor unthreaded the nut and inspected the sleeve. Upon inspection, the doctor and staff noted that there was a section of thread about 2 cm from proximal end of threads on sleeve that had been ¿dinged/damaged/buggered at some point prior to the case. Scrub technician attempted to advance the nut past the damaged thread using the pin wrench, but was unsuccessful again. The doctor decided to use the sleeve by itself without the nut. The doctor then attempted to insert the sleeve through the aiming arm but it would not pass through. The sleeve was pulled back out and re-inserted making sure the flats were lined up properly. Again, the sleeve would not pass through the aiming arm. The doctor then took the sleeve and attempted to pass it through the 125 degree and 135 degree aiming arm. Both attempts were unsuccessful. Upon visually inspection, the sleeve was noted to have a gentle ¿curve¿ to the instrument, which otherwise should be straight. A second tfn lockin pan was available and the sleeve and nut from that set was used. All pieces went together as designed and surgery was completed successfully with a ten minute delay and no further complication. Patient outcome was satisfactory. Patient history includes multiple sclerosis. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.